Event description:
A caller reported an error with their continuous glucose monitoring (cgm) system, specifically referencing error 42. There was no adverse impact to the customer¿s blood glucose level. Customer technical support (cts) provided detailed instructions for resetting the pump, and the caller was guided through the process. Following the reset, the issue with the cgm error code was resolved, allowing the caller to successfully start a new sensor session.